Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: cossey et al (2005) australia. Reference: cossey aj, paterson rs. Loose intra-articular body following anterior cruciate ligament reconstruction. Arthroscopy. 2005 mar;21(3):348-50. Address: sportsmed sa, adelaide, south australia, australia. Address correspondence and reprint requests to a. J. Cossey, m.b.b.s., f.r.c.s., sportsmed sa, 32 payneham rd, stepney 5069, south australia, australia. E-mail: cosseyboy@btopenworld.com. Patient characteristics: age: (B)(6). Gender: male. Type of lesion: acl tear. Perioperative complications: joint: knee. Anchor (# per lesion): rigidfix bioabsorbable pins (4) (femoral and tibial tunnels). Suture: - other devices: - technique: acl reconstruction (btb graft, one tibial tunnel). Surgical complications: - anesthesia complications: - device complications: - other complications: - time complication: 13 mo. F/u time: - loose device: fractured pin in medial compartment of knee, pain in inner aspect of knee, locking. Another fragment in lateral gutter 6 weeks later. Broken suture: - tissue damage: medial femoral condyle erosion. Imaging studies: - reoperation (related/unrelated): two arthroscopic operations to remove two loose fragments, chondroplasty (femoral tibial condyles). Objective outcomes: - functional outcomes: - subjective outcomes: pain in the inner aspect of the knee, episodes of locking patient satisfaction.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). (B)(6). Patient characteristics: (B)(6). Type of lesion: acl tear. Perioperative complications joint: knee anchor (# per lesion): rigidfix bioabsorbable pins (4) (femoral and tibial tunnels) suture: - other devices: - technique: acl reconstruction (btb graft, one tibial tunnel). Time complication: 13 mo. Loose device: fractured pin in medial compartment of knee, pain in inner aspect of knee, locking. Another fragment in lateral gutter 6 weeks later. Tissue damage: medial femoral condyle erosion - reoperation (related/unrelated): two arthroscopic operations to remove two loose fragments, chondroplasty (femoral tibial condyles). Outcomes subjective outcomes: pain in the inner aspect of the knee, episodes of locking. Also see associated MDR 1221934-2014-00026.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.